Event description:
The event is reported as: complaint alleges that the circuits have cracked pressure line caps and would not pass the ventilator compliance test. Alleged incident occurred prior to pt use. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.